Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration /migration of essure device ¿ gut / pelvis, uterus') in a 30-year-old female patient who had essure (batch no. 869754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/unilateral occlusion (left tube occluded)". The patient's medical history included miscarriage, vaginal delivery, cholecystectomy, back pain and sprained ankle. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ibuprofen, medroxyprogesterone acetate (depo provera), nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / severe aches"), depression ("psych injury/psychological or psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and anxiety ("psychological or psychiatric problems ¿ anxiety / mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), 4 months 12 days after insertion of essure. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), myalgia ("pain in muscles/joints"), arthralgia ("pain joints"), back pain ("lower back pain") and groin pain ("pain in gorin area"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain, depression, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, fatigue, anxiety, weight increased, myalgia, arthralgia, back pain and groin pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the children's health. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, groin pain, heavy menstrual bleeding, myalgia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the right cornua had 3 visible coils and the left had 5 visible coils in uterine cavity. Patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2012: unilateral occlusion (left tube occluded); migration of essure device. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received-new reporter,medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration /migration of essure device ¿ gut / pelvis'), genital haemorrhage ('general abnormal bleeding') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 30-year-old female patient who had essure (batch no. 869754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/unilateral occlusion (left tube occluded)". The patient's medical history included miscarriage, vaginal delivery and cholecystectomy. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In december 2011, the patient experienced pelvic pain ("physical pain / severe aches"), depression ("psych injury/psychological or psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and anxiety ("psychological or psychiatric problems ¿ anxiety / mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), 4 months 12 days after insertion of essure. In march 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), myalgia ("pain in muscles/joints"), arthralgia ("pain joints"), back pain ("lower back pain") and groin pain ("pain in gorin area"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, anxiety, weight increased, myalgia, arthralgia, back pain and groin pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, groin pain, menorrhagia, myalgia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: theright cornua had 3 visible coils and the left had 5 visible coils in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on 15-mar-2012: unilateral occlusion (left tube occluded); migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration /migration of essure device ¿ gut / pelvis'), genital haemorrhage ('general abnormal bleeding') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 30-year-old female patient who had essure (batch no. 869754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/unilateral occlusion (left tube occluded)". The patient's medical history included miscarriage, vaginal delivery and cholecystectomy. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / severe aches"), depression ("psych injury/psychological or psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and anxiety ("psychological or psychiatric problems ¿ anxiety / mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), 4 months 12 days after insertion of essure. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), myalgia ("pain in muscles/joints"), arthralgia ("pain joints"), back pain ("lower back pain") and groin pain ("pain in groin area"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, anxiety, weight increased, myalgia, arthralgia, back pain and groin pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, groin pain, menorrhagia, myalgia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the right cornua had 3 visible coils and the left had 5 visible coils in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2012: unilateral occlusion (left tube occluded); migration of essure device. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs received: lot number was added. Reporter information was updated . New events " abnormal bleeding (vaginal, menorrhagia); dysmenorrhea; fatigue, pregnancy (no complications), psychological or psychiatric problems ¿ anxiety, depression, weight gain, pain in muscles/joints, lower back and groin area" were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded.; on (B)(6) 2012: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Lab data added. Events ; migration, general abnormal bleeding, abdominal, psych injury were added..case changed to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report